Event description:
It was reported that the unit malfunctioned and had to be replaced. However, programming data indicates that the generator is still implanted. Recent device diagnostics indicate that the device is functioning properly. No other relevant information has been received to date.